Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella cp support, ¿high purge pressure¿ and purge system blocked alarms were observed. It was additionally reported that purge flow decreased over approximately one hour prior to the alarms. No kinks were identified in the purge tubing, and the purge fluid consisted of 5% dextrose with sodium bicarbonate. Motor current was monitored during the event. Troubleshooting was performed, including replacement of the purge cassette; however, the high purge pressure and low purge flow conditions persisted following the cassette exchange. The device continued to provide support during use. The device was subsequently explanted after weaning. The explant was not considered premature and was unrelated to the reported event. The patient's outcome at the time of explant was survived. No signs or symptoms of patient injury or patient harm were reported in association with this event.